Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that a catheter break occurred. While unpacking a 20 x 4.00 promus premier select, it was noticed that the catheter of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient status was stable. Device evaluated by MFR: promus premier select ous mr 20 x 4.00 mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the shaft polymer extrusion found a break at the port bond. No other issues were identified during the product analysis.